Manufacturer narrative:
On (B)(6) 2014, the patient's wife reported that the emergency room physician stated the "small venous bleed" was due to the dosage of the anticoagulant, lovenox the patient was taking. Based on information provided, it cannot be determined that the alleged hemorrhaging is related to v.a.c. Therapy. There have been several attempts made to gather additional information, but there has been no response. Device labeling.

Event description:
The following information was reported the kci by the patient's wife: a "small amount of bright red blood" was observed at the patient's wound site. On (B)(6) 2014, the following information was reported to kci by the nurse: the patient was sent to the hospital and the wound was cauterized. On (B)(6) 2014, the following information was reported to kci by the patient's wife: on (B)(6) 2014, the patient went to the emergency room, the wound was packed, and the patient was discharged the same day. No surgical intervention was performed. On (B)(6) 2014, the patient's wife spoke to the physician who had the patient directly admitted to the hospital. The wound continued to be packed, and no surgical intervention was performed. On (B)(6) 2014, the patient's wound was cauterized, and the patient was discharged the same day. The patient continued to received v.a.c. Therapy.